Event description:
It was reported that the device was used during a video assisted lobectomy. The device was fired and the staples were malformed. Another device was used to complete the case. There was no consequence to the pt.